Manufacturer narrative:
Device evaluation summary: during visual inspection of the device a crease was noted on anterior and extending to the posterior aspect. Also a tear was observed within the crease noted in the anterior view measuring approximately 0.1 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 625cc saline breast implants, cat #: 3501695. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 625cc saline breast implants which the left side deflated after implantation. As a result patient underwent bilateral removal and replacement as follow: left replaced with cat #: 3508004bc, sn #: (B)(4) and right replaced with cat #: 3508004bc, sn #: (B)(4) on (B)(6) 2019.